Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient charges once a month and reported that after recharging, she feels hot sweat, and itching at the incision site, and burning at the stomach. The issues started in (B)(6) 2018 and were said to be sudden. No falls or trauma were said to have contributed to the issue. The patient was going to follow up with their healthcare provider (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.